Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and a hemostatic valve broke on two separate sheaths and the brim cap detached on one of them. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small broke off. They exchanged the sheath and the replacement sheath's hemostatic valve also broke and blood was coming out. The sheath was replaced a third time and the issue was resolved. The case continued without any further incident. Additional information received indicated the hub/valve at the end of the sheath broke off. The hemostatic valve did not break into separate pieces, but it did detach from the sheath. The sheath was being used on the patient. Air did not enter the patient. This issue did not require surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised. The approximate volume of blood that was lost. No medical intervention was required. Additionally, it was noted that the hemostatic valve detached with brim cap upon review of a photo provided by the customer.

Manufacturer narrative:
On 7-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2022-00833 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). MFR # 2029046-2022-00834 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and a hemostatic valve broke on two separate sheaths and the brim cap detached on one of them. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small broke off. They exchanged the sheath and the replacement sheath's hemostatic valve also broke and blood was coming out. The sheath was replaced a third time and the issue was resolved. The case continued without any further incident. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Additionally, a picture was provided by the customer for evaluation and to aid in the investigation. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).